Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by e-mail that a tampon unraveled during removal and pieces remained inside the body. This event occurred with three tampons. The first attempt to contact the consumer for more information was on (B)(6) 2018. On (B)(6) 2018, the consumer responded to say she wanted this handled via email only. There have been two more attempts ((B)(6) 2018) to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.